Manufacturer narrative:
A visual inspection of the screws confirmed the reported breakage. The first portion is missing approximately 6mm of its distal end. The second is missing approximately 1mm of its distal end. The missing pieces were not returned for examination. A dimensional assessment of the screws major diameter was found to meet print specification. A review of the device history records confirmed no abnormalities during manufacture of the lot in question. There are no indications that would suggest the device did not meet product specifications upon release into distribution. (B)(4).

Event description:
It was reported that the driver protruded through the tip of the interference screw. The tip broke off of the second interference screw. No patient injury or other complications were reported.